Event description:
The customer reported the battery needs replaced, this was later clarified, the battery was depleted. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).